Event description:
Additional information was reported that to date, the patient's revision had not been scheduled (to the manufacturer's representative's knowledge). The patient's physician recommended that she keep her implantable neurostimulator (ins) turned off as it was causing her more problems versus helping her.

Event description:
It was reported that the patient fell. The patient had a gradual loss of therapeutic effect. A revision of the lead and stimulator were required, but had not be scheduled as of reported event date. Impedance testing and reprogramming were performed. The patient reported multiple falls, but could not recall the dates. Impedances were wnl (within normal level). She had been through several programming. All of her programs provided an "uncomfortable, painful, burning sensation in her right buttock, leg and tailbone. The healthcare provider opting to remove and replace system on an unknown date. As of reported event date, the patient was alive with no injury. The patient experienced less than fifty percent therapy relief. Location of issue or symptom was unknown. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v601542, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received noted that the patient underwent a full system revision on (B)(6) 2014. Her existing lead and ins were removed. The patient was doing well postoperatively.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v601542, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).